Event description:
It was reported that during a spinal cord stimulation (scs) implant procedure, as the physician was sliding on the clik x anchor there was a bit too much friction and the anchors would not go through the lead. When the physician pulled back on the anchors, he accidentally pinched the distal part of the lead (the area where the contacts enter the ipg) and broke off the end of the lead. It was approximately 2 mm in length and only included the polyurethane portion. It was confirmed that no piece of the lead was left inside the patient and none of the contacts were affected. Even though this portion of the lead was missing the physician decided to continue using the lead. The physician had to line up the lead contacts inside the port of the ipg so that all contacts completed the circuit with the ipg. Once a complete connection was established the physician used the hex wrench to tighten the set screw of the ipg and secure the lead in place. Impedances were all within range. There were no patient complications and there is no further course of action. The patient was doing fine postoperatively.

Event description:
It was reported that during a spinal cord stimulation (scs) implant procedure, as the physician was sliding on the clik x anchor there was a bit too much friction and the anchors would not go through the lead. When the physician pulled back on the anchors he accidentally pinched the distal part of the lead (the area where the contacts enter the ipg) and broke off the end of the lead. It was approximately 2 mm in length and only included the polyurethane portion. It was confirmed that no piece of the lead was left inside the patient and none of the contacts were affected. Even though this portion of the lead was missing the physician decided to continue using the lead. The physician had to line up the lead contacts inside the port of the ipg so that all contacts completed the circuit with the ipg. Once a complete connection was established the physician used the hex wrench to tighten the set screw of the ipg and secure the lead in place. Impedances were all within range. There were no patient complications and there is no further course of action. The patient was doing fine postoperatively.